Manufacturer narrative:
Product analysis: the atrial connector was found to be cracked. The atrial and ventricular connectors were replaced. No other issues were identified. The epg passed final electrical and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.